Event description:
It was reported that after an unsuccessful attempt to cross a very calcified lesion against a lot of resistance, the vision stent separated from the balloon in the coronary artery during withdrawal of the device from the anatomy. Surgical removal was planned at the time of the report.